Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) from l4 to s1 using rhbmp-2/acs. Immediately post-op, the patient had mental status changes. The surgeon reported that the patient seems to be improving. No additional information has been provided.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.